Manufacturer narrative:
Gtin/UDI number for item (B)(4) lot 17096491 is 07613203011372. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing separated and leaked during a premed of decadron and zofran. There was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.